Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered too large of a bolus which decreased blood glucose (bg) level to 61 mg/dl. Reportedly, an inaccurate value had been displayed on the continuous glucose monitoring (cgm) system on the customer's phone, and the customer delivered a bolus based off that value which decreased bg level. However, upon testing on a fingerstick meter, the customer verified bg had been within range at the time. The customer set a temporary basal rate and bg became stable. Recommendation was made to consult with healthcare provider regarding diabetes management.